Event description:
Nurse reported difficulties in deflating balloon on product that was inserted previously. Nurse also stated that there is evidence of stoll leakage around the tubing from rectum.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. Attempted at follow up twice; (B)(6) without return call. It is reported that positioning of device was reviewed; regarding inserting the syringe and attempted deflation without success. It was recommended to end-user to cut the inflation line, and to contact convatec if issue remains unresolved. An investigation request was sent to the MFR on 11/22/2013. No additional pt/ event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. (B)(4).